Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a spinal surgery on (B)(6) 2018 and a reservoir was connected to a drain. Negative pressure was applied, however, air entered the reservoir and the reservoir was inflated shortly twice. It was supposed that air leaked from somewhere. The exit plug was checked but it seemed to be no problem. The operation was completed by using another package. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/26/2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/08/2019. Investigation summary: damaged/broken component: sample was evaluated and no damage/broken components that could related to the defect reported by the customer could be observed. Sample was found in good condition. Plate was activated and de-activated several times without any issues. Tears in bag: reservoir didn't present any damage or tears on the front or the back side. Plate was activated, port closed, and the swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Damage on seal: perimeter and port seal were verified, it was confirmed sample didn't present any damage,channels, or incomplete seal that could generate a leak on the sample. Plate was locked, and port were closed, then plate was activated to verify if air could get inside the reservoir. After 10 minutes the reservoir maintained the same condition confirming there is no damage on the perimeter or the port seal. Based on the present analysis, it is determined that the reported complaint is not related to flex manufacturing process and other external causes could have affected the product integrity such as handling, non proper usage or any other possible contributor out of the flex control.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2020.